Manufacturer narrative:
Evaluation, results: inherent risk to procedure (death); conclusion: known inherent risk to procedure (death). (B)(4).

Event description:
During index procedure, balloon dilatation of the left posterial tibial artery was performed using an amphirion deep pta balloon catheter. Balloon dilatation of the left anterior tibial artery was also performed using an amphirion deep pta balloon catheter. It is reported that approximately 34 months post index procedure the patient expired. Investigator reported that the event was not related to the study device or procedure. Cause of death is unknown.

Event description:
Cause of death reported as natural sudden death of unknown cause.